Event description:
Dr. Prepared an anchor hole using an awl, passed ultrabraids through rotator cuff at two points and fed the ends of the braids (four sutures) through the anchor from a same direction. The surgeon advanced the anchor into the joint, applied slight tension to the sutures and tapped the anchor into the humeral head with a hammer. When the surgeon rotated the knob counterclockwise and pulled the sutures to apply tension, all of the four sutures were pulled out of the anchor. Procedure was completed by securing the sutures using a versalok. Broken anchor was not removed.

Manufacturer narrative:
(B)(4)